Event description:
The complainant reported a (B)(6) asian male patient had impella cp optical pump inserted in the right femoral for acute myocardial infarction (ami)/cardiogenic shock (cgs). The patient had bleeding from the puncture site after insertion and blood was transfused; albumin administration and at least two (2) units of blood.

Manufacturer narrative:
Device discarded by customer. The impella cp smart assist pump was discarded by the customer therefore a failure analysis investigation cannot be completed.